Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of reported event. A philips remote service engineer (rse) confirmed that the system had geometry issue. The log was analysed, in which rse found multiple geo errors. Additional review of system log file also confirmed the system failed to carry out geometry movements. The philips field service engineer (fse) inspected the system onsite and identified a geometry fault, with the geometry board unable to complete the power-on self-test (post). The fse replaced geo io box to resolve the issue and returned the defective part for analysis. The analysis found that the 5 amp fuse in fuse holder f3 was missing, and the cap could not remain secured after tightening. After replacement, the system was returned to use in good working order. Later, the issue reoccurred and the issue was resolved by replacing the replkit ethernet switch. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.